Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode. However, our quality engineers notes that CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that a 27 g x 1/2 in. Bd eclipse 1 ml bd luer-lok syringe with detachable needle was used on a patient and as the nurse attempted to activate the device's safety mechanism, it broke and the nurse obtained a contaminated needle stick injury. Both the nurse and the source patient received routine post exposure lab work and counseling, the test results were negative, and no additional medical interventions were provided.